Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 506 mg/dl and current blood glucose of 299 mg/dl. The customer treated high blood glucose with the manual injection. Based on customer report customer does not allege pump was under delivering and also stated that, the insulin was clear. Assisted with performing the high pressure test and pump did pass the high pressure test. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer stated that he has had a no delivery alarm with the previous infusion set, but did not troubleshoot for that issue due to escalation. The device will not be returned for analysis.